Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded event log and the ventilator failed steps during testing. The device's proportional valve was replaced to address the issues.